Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 269 mg/dl. Troubleshooting was not performed. The customer stated that the doctor placed her on a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.